Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient's doctor recently decreased the pump speed to 5400 rpm due to suspected suction events in intensive care unit. Event log only dated back to the evening of (B)(6) 2021 but showed frequent pi events but no drops in flows that we could see. Patient is currently supported by an right ventricular assist device (rvad) from which he is unable to wean from. The event log captured persistent pi events all throughout the log.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right heart failure could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2021 that primarily consisted of pulsatility index (pi) events. There were no notable alarms, and the log file appeared to capture the pump operating as intended at the set speed. The account reported that the patient experienced pi events in the intensive care unit (ICU). The patient was reportedly supported by a right ventricular assist device (rvad), which they were unable to wean from. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2021. The heartmate 3 lvas IFU is currently available. This IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4-24 of the IFU states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 4 also notes that the selected speed may be adjusted based on clinical judgment regarding the need for periodic aortic valve opening and a palpable pulse. No further information was provided. The manufacturer is closing the file on this event.